Event description:
It was reported that during a sinus procedure, the handpiece leaked saline around the cutter release button. The device was used to complete the procedure. There are no adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was returned to the manufacture and an investigation is anticipated. This report will be updated if the investigation requires.